Manufacturer narrative:
The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed loose, black, foreign matter particles in multiple locations including inside the bag that the same was returned in, the catheter tubing, and the needle cover. Yellowish brown foreign matter was also noted on the catheter tubing near the adapter nose. Fourier transform infrared spectroscopy (ftir) analysis was completed, and it was found that the foreign matter matched reasonably with polyurethane and polypropylene. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As the foreign matter observed on the catheter tubing was significantly smaller compared to the foreign matter observed in the photo, it was suspected that the brittle foreign matter had detached or broke off from the tubing and attached to the ziploc bag, during the sample return process. Also, it was noted that the needle cover returned did not belong to bd angiocath plus product. Based on the foreign matter types (polyurethane and polypropylene), an extensive investigation was conducted on the potential foreign matter sources including material, machine and man/environment. The entire manufacturing process was reviewed. The catheter tubing is made of polyurethane material. However, based on the extrusion process and the foreign matter appearance and texture, the catheter tubing material is most likely not the source. As for the polypropylene fibrous foreign matter found inside the returned needle cover, it has an extremely high matching percentage with the molding raw material of the non-angiocath plus needle cover. The polypropylene foreign matter could have originated from the non-angiocath plus needle cover, which was not produced in tuas manufacturing facility. Especially due to the close match between the polyurethane foreign matter on catheter tubing and the black foreign matter inside needle cover. It was possible that there was originally foreign matter on the non-angiocath plus needle cover that broke off and got transferred onto the catheter tubing. Based on the investigation, the foreign matter could have originated from the returned non-angiocath plus needle cover, which was not produced in tuas manufacturing facility.

Event description:
Foreign matter like a black dust.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in had foreign matterforeign matter like a black dust.